Event description:
It was reported that a pneumothorax was found on x-ray the day after implantation. The pneumothorax was drained. The system remains in use. The patient is enrolled in the (B)(6) study. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.